Event description:
It was reported that during implant the manual atrial sense test of quickopt failed a few times. The test completed successfully during troubleshooting.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.